Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Physician reported device removal and replacement. 20 years later the patient was diagnosed with bia-alcl. Histopathological markers cd30+ and alk- has been confirmed. Left side.

Event description:
Physician reported device removal and replacement. 20 years later the patient was diagnosed with bia-alcl. Histopathological markers cd30+ and alk- has been confirmed. Left side.